Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator generated an alarm indicating low o2 concentration. On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the issues were solved by monitoring board replacement and software was reinstallation. Device passed pre-use check. No deviation was found. The device passed all performance tests and could be returned to clinical use. The monitoring board is only monitoring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.